Event description:
The manufacturer's representative reported the pt presented with unk symptoms. A pump rotor study was performed which showed a motor stall. The pt's pump was explanted and replaced. The pt recovered without sequela. The drug contained in the pt's pump was compounded baclofen (1500 mcg/ml), morphine (unk concentration), and clonidine (unk concentration) delivered at an unk daily dose. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Manufacturer narrative:
Pt code: 2560 - not labeled. Device codes: 1675, 2182 - labeled.

Event description:
Additional information received from the hcp indicated that during a refill appointment the expected reservoir volume (erv) was 6.2 ml, but the actual reservoir volume (arv) was 10.5 ml; no patient symptoms were noted. Two days later, a pump rotor study was performed which showed a motor stall. The patient was given oral baclofen. A week later the hcp was notified by the hospital that the patient was lethargic. The pump was explanted and replaced. The patient recovered without sequela, however, "the patient's renal dysfunction has caused her problems". Pump motor study - motor install (B)(6) 2007.

Manufacturer narrative:
Pt code: 2357 - labeled yes. Device codes: 1410 - labeled yes, 1530 - labeled yes. H.6: analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's representative reported the pt presented with unk symptoms. A pump rotor study was performed which showed a motor stall. The pt's pump was explanted and replaced. The pt recovered without sequela. The drug contained in the pt's pump was compounded baclofen (1500 mcg/ml), morphine (unk concentration), and clonidine (unk concentration) delivered at an unk daily dose. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Pt code: 2560 - not labeled. Device codes: 1675, 2182 - labeled.

Event description:
Additional information received from the hcp indicated that during a refill appointment the expected reservoir volume (erv) was 6.2 ml, but the actual reservoir volume (arv) was 10.5 ml; no patient symptoms were noted. Two days later, a pump rotor study was performed which showed a motor stall. The patient was given oral baclofen. A week later the hcp was notified by the hospital that the patient was lethargic. The pump was explanted and replaced. The patient recovered without sequela, however, "the patient's renal dysfunction has caused her problems". Pump motor study - motor install (B)(6) 2007.

Manufacturer narrative:
Results of final device analysis revealed motor gear shaft wear; inspection of the motor gears detected shaft wear on gears 3 and 4, and motor stall was confirmed. Analysis results confirm the reason for product return.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received later indicated that patient was in a ¿coma state and could feel pain in this state as her pump battery ran out¿.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received later indicated that patient was in a ¿coma state and could feel pain in this state as her pump battery ran out¿.

Manufacturer narrative:
Results of final device analysis revealed motor gear shaft wear; inspection of the motor gears detected shaft wear on gears 3 and 4, and motor stall was confirmed. Analysis results confirm the reason for product return.

Manufacturer narrative:
Pt code: 2357 - labeled yes. Device codes: 1410 - labeled yes, 1530 - labeled yes. H.6: analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's representative reported the pt presented with unk symptoms. A pump rotor study was performed which showed a motor stall. The pt's pump was explanted and replaced. The pt recovered without sequela. The drug contained in the pt's pump was compounded baclofen (1500 mcg/ml), morphine (unk concentration), and clonidine (unk concentration) delivered at an unk daily dose. Add'l info has been requested, but was not available at the time of this report.